Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and elevated ion levels. Metallosis was discovered intraoperatively. Update (B)(6) 2016: medical records reviewed for MDR reportability. The medical records provided metal ions levels from before the dor dated for (B)(6) 2015. The (B)(6) 2015 progress note indicates the patient began having pain in (B)(6) 2015 after pivoting out of bed. The patient sustained bilateral sacral fractures and a left rami fracture. At this time there is no indication the products contributed to the fractures. The progress note also indicates a possible loose cup, but there was no mention of this on the der. This complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update rec'd 05/13/2016 - litigation papers received. Litigation alleges the patient exhibited symptoms of a loose implant, but is not specific on which implant would have attributed to the loosening, should we receive further information, we will update the complaint at that time. Updated doi: on head/liner/stem. There is no new information that would change the existing MDR decision. Complaint updated 06/01/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update 02/06/2017 pfs and medical records received. Alleges pelvic fractures x 2 march 2015, stating ongoing, no weight bearing, pain, housebound. Revision operative note ((B)(6) 2016) stated that there "was significant metallosis with black colored fluid and tissue (adverse tissue reaction to metal ion leading to tissue damage)". Revising surgeon indicated that the acetabular cup was stable, not loose. It is unclear which hip the unlabeled implant labels sheet in the medical record belongs to. Corrected prod/lot number for liner, using photograph of explanted liner from the der. Updated prod number for previously unknown stem from implanting surgeon's operative note. Metal ion labs provided for cobalt and chromium, with units.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.